Event description:
It was reported that outside of surgery, during checking up, the unit was not properly working, it was required to trigger more than one time to respond, it did not rotate but assisting manually. There was no patient involvement. Due diligence is complete and no additional information is available.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in jordan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.